Event description:
Customer reported fluoro problems and images are fading. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.